Event description:
Reportedly, before use, the catheter had perforation in the balloon. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon lumen leakage observed through a slit on the catheter body, 0.04" in length, at the 12.5 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation.